Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Dissection is listed in the absolute pro instruction for use (IFU) as a known adverse event that may be associated with the use of the device. A definitive cause for the absolute pro failing to reach the lesion resulting in vessel dissection could not be determined based on the reported information. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the common femoral artery that was moderately tortuous and moderately calcified. The absolute pro 6.0 x 40 was advanced but failed to reach the lesion. When the absolute pro was removed, a dissection was observed. Multiple access sites were then attempted to render treatment but failed. The patient was sent to the vascular surgeon for further treatment. No additional information was provided.